Event description:
A malfunction was reported on the pump, identified by a specific malfunction code. There was no adverse impact on the customer¿s blood glucose level, which remained within normal range. Technical support guided the customer through resetting the pump, which resolved the issue without recurrence, and advised the customer to continue using the pump and contact support if the issue reoccurs.